Event description:
Device malfunction: none. Symptoms/ae: hypotension. Time of ae: after the procedure. It was reported that approximately 2 hours post an uneventful right internal carotid artery stenting procedure, the patient had symptomatic hypotension. A dopamine drip was started. Four days postprocedure, the dopamine was discontinued, but the blood pressure remained labile. Five days post procedure, the hypotension resolved and the patient was discharged to home. Although requested, there is no additional information available.

Manufacturer narrative:
Study event. The device remains in the patient. The lot number was provided. Based on the rx acculink instructions for use (IFU), and on clinical and commercial experience, the reported patient effect is a potential adverse event associated with stenting the carotid arteries. There was no device malfunction reported. A review of the finished device lot history record did not reveal any non-conformances which could have contributed to this complaint.